Manufacturer narrative:
MFR's report date: 04/29/2010. (B)(4). The device has been received for investigation. A follow up report will be submitted with the investigation findings.

Event description:
The user reported that a syntocinon infusion was started at 10 ml/h, however, 10 minutes into the infusion, it was noticed that the rate seemed to be running much faster for the rate set on the pump. The infusion was stopped as the pt had longer contraction and some sign of fetal distress. No additional treatment was received as a result of this. No adverse pt effect was reported. No additional info was available.